Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal or throat irritation or soreness. There was no report of patient serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged nasal or throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. In an exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit, at the air inlet where the filter would be and at the iso port entrance. In an interior investigation: there is unknown debris in the tracks of the ui panel, they notes that there are mineral deposits present on the motor casing and inside the blower box housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint, they can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and they can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.